Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states the toilet seat on this commode cracked and it pinches her skin when she sits on it.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states the toilet seat on this commode cracked and it pinches her skin when she sits on it.